Event description:
It was reported that the locking ring came loose from the plate. The ring was restored using the butt of a #4 penfield.

Manufacturer narrative:
The precise catalog number is unk, but the family information can be determined from the brand name. If the device is returned, an engineering evaluation will be performed and the codes will be determined.